Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe luer-lok¿ was found before use with scale marking misaligned, making this impossible to measure volume. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review for batch# 7060629 (p/n (B)(4)): manufacturing dates: 03/22/2017 to 03/23/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7060629 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.